Event description:
It was reported that during patient use, the ventilator was alarming high air inlet pressure. Ventilator failed device check at both the pressure sensors and the air/o2 valves. In the service screen, it shows that the air inlet pressure is 48.6 psi. No patient information will be provided per hospital regulations. There was no reported serious injury to patient. The debug logs show that ventilation was not interrupted and continued to ventilate patient.